Manufacturer narrative:
Correction b5 and d3. B5: update to an unspecified quantity of amia cycler sets were missing the patient line cap (previously reported as quantity one). D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B/d10: the event occurred on an unspecified date in august 2024, reported as "sometime last week." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler set was delivered with the patient line cap (pull ring) missing. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.